Manufacturer narrative:
The lesion exhibited calcification and 98% stenosis. No damage was noted to the device packaging. The device did not pass through a previously deployed stent. Excessive force was not used during insertion/delivery. Additional ballooning was performed to dilate the lesion with a euphora 2.5 x 15mm balloon catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a tortuous prox lad lesion. The account reported that the stent failed to cross the lesion, and was noted to be fractured. It was thought by a staff member a stent strut was slightly lifted. A non mdt brand stent was implanted.